Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Buttons were not responding. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S.w version 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm, keypad anomaly and cosmetic damage located at the middle/ok button found on 16-jun-2022. The pump was received with a cracked keypad overlay. The pump passed the active current measurement and sleep current measurement. Pump error 63 alarm during self test. Unable to verify critical pump error (open book image) alarm and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Pump error 38 alarm was recorded and found in the formatted history file on: 10/30/2023 08:51:53.000, 10/30/2023 08:53:46.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: 10/30/2023 08:56:52.000. All buttons function properly. No keypad anomaly noted. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Please see below for pump errors/alarms noted 2 days prior to the event date 16-jun-2022 in the formatted history file. Sg calibration error (776) was recorded and found in the formatted history file on: 06/15/2022 17:08:51.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: 06/15/2022 17:48:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 06/15/2022 18:06:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 06/15/2022 10:33:00.000 insert battery alarm was recorded and found in the formatted history file on: 06/15/2022 12:18:34.000 06/16/2022 00:20:34.000 power loss alarm was recorded and found in the formatted history file on: 06/16/2022 00:21:20.000 06/16/2022 00:21:32.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected low battery alert and power loss alarm noted. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 06/15/2022 14:33:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to a constant pump error 38 alarm during the rewind test. Pump error 3 alarm (file number: 2002 line number: 2803) was recorded and found in the formatted history file on: 06/15/2022 20:47:01.000 pump error 3 alarm (file number: 2002 line number: 2803) was confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: 06/15/2022 20:47:03.000, 06/15/2022 20:48:03.000, 06/15/2022 20:48:51.000. Pump error 49 alarm was recorded and found in the formatted history file on: 06/15/2022 20:47:03.000, 06/15/2022 20:47:30.000, 06/15/2022 20:48:03.000, 06/15/2022 20:48:16.000, 06/15/2022 20:48:51.000, 06/15/2022 20:49:05.000, pump error 23 alarm was recorded and found in the formatted history file on: 06/15/2022 20:47:47.000, 06/15/2022 20:48:33.000, 06/15/2022 20:49:17.000, 06/16/2022 00:20:55.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the middle/ok button of the pump. Keypad anomaly was not confirmed. Unable to verify critical pump error (open book image) alarm and complete the functional testing (perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to a constant pump error 38 alarm during the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Also, pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump error 3 alarm (file number: (B)(6), line number: 2803), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to corrosion on the pcba 1, pcba 2. During visual inspection, corrosion was found on the force sensor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.